Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar herniated disc and underwent microdiscectomy. During surgery, the jaws on the pituitary was bent. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Visual and optical inspection confirmed the bayoneted tip has been bent and twisted in multiple sections. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.